Event description:
A malfunction was reported on the pump, and the customer suspected that it might have been dropped or exposed to water, although specifics were unclear. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the malfunction code and assisted the customer in resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump while understanding to reach out if the issue reappears.